Event description:
It was reported that the right ventricular lead caused pericardial effusion. The lead was explanted and replaced. No further information could be obtained.

Manufacturer narrative:
(B)(4).